Event description:
Caire was notified of the below report on 12/15/2022 by panakeia: we had one of the worst-case white powder units come back this morning. Serial number (B)(4) is dispensing the white powder from every orifice of the machine including the port where the tubing/cannula hooks up. The white powder has contaminated the patients bipap/CPAP machine, a respironics dream station. The powder was also found in the tubing and cannula. There has been no injury reported from the end user at this time.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit has been returned to caire for an investigation. If any new information is discovered, a follow-up report will be submitted.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The engineering evaluation concluded the following: the companion 5 unit was displaying alarm code al-p08, indicating low o2. All components inside the case were coated in dust. Sieve dust was observed being expelled from the outlet barb. For the sieve dust to be expelled from the outlet barb, two faults occurred on the unit. These faults are sieve bed failure and outlet gas filter failure. The fault order is inconclusive. The unit was alarming to notify the user of the failure.